Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had moisture damage on the keypad traces, a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.

Event description:
It was reported the customer was not receiving any insulin from their insulin pump. The customer stated they had changed their infusion site four times in the last three days, but the issue persists. Customer also reported insulin appeared to be coming out, but they did not believe they were receiving any insulin. Customer's blood glucose was 275 mg/dl. Troubleshooting found the customer's insulin pump passed all functional testing. The customer's alarm history also showed a no delivery alarm and button error alarm had occurred. The customer also stated their cannula had an air bubble. Customer could not recall any significant events leading to the alarms. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.